Event description:
It was reported that the patient's pump was no longer operating. The pump delivered morphine. Additional information has been requested; a follow-up report will be sent if information becomes available.

Manufacturer narrative:
Catheter: model # 8731, serial # (B)(4), implanted on: (B)(6) 2006, explanted on: unknown. (B)(4).

Manufacturer narrative:
(B)(4).